Event description:
It was reported that the lead had increasing and subsequent high hv impedance. It was also reported that during a test shock, the device delivered less than expected shock joules. The physician decided to replace the lead. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory and tested out of specification consistent with the advisory. Evaluation summary: defib conductor fractured; full lead analyzed.